Manufacturer narrative:
Results: the tip of the catheter shows approximately a 90 degree angle to the distal tip. A 0.025" mandrel was introduced into the hub and advanced distally. The progress of the mandrel toward the tip is smooth and unimpeded. The mandrel tip exits the catheter without friction. The catheter is fully functional. However, the tip shape is incorrect. Conclusion: the complaint has been evaluated and confirmed. The catheter tip shape does not agree with the label, as noted in the complaint. The cause of difference in the tip shape cannot be directly determined. However, it is possible that the shipping mandrel moved inside the catheter causing the tip shape to change. This may occur due to improper loading of the shipping mandrel or movement of the catheter during shipping and storage at the hospital. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
Physician opened the package for px 400 microcatheter j-tip and found the distal tip to not be prescribed "j" shape. He opened another new ps400j to continue the procedure.